Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient went to emergency room and got hospitalized for four hours because he received occlusion alerts and was unable to receive insulin out of infusion set on (B)(6) 2024. Highest blood glucose levels reported were 300 mg/dl at the time of hospitalization. Patient took correction bolus via pump to treat high blood glucose. Emergency room staff assessed patient and advised patient to go home and change their infusion set then consult with their diabetes endocrinologist. Patient was released from emergency room. No further information available.